Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
The biomedical engineer is reporting the v60 ventilator fan is cycling on and off and the v60 will not run on battery. The customer contacted product support and was advised that battery is attempting a trickle charge. Product support advised customer to check battery voltages in diagnostic screen. Product support advised customer to let v60 ventilator charge over the weekend and see if battery charges. The customer reported that the unit was not in use on patient. The customer charged the battery over the weekend and the issue was resolved.